Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called into technical support to report fluid leaking from the cycler door after the completion of her treatment. Upon follow up with the patients peritoneal dialysis nurse (pd rn), it was reported the patient was diagnosed with peritonitis. According to the pd rn, the patient reported that she developed a fever and abdominal pain on (B)(6) 2014, but did not notify the nurse until (B)(6) 2014. A pd fluid culture was obtained which was positive for "3+ staphylococcus species, coagulase negative." The patient received antibiotics and was feeling well. She continues on ccpd. The cycler has been returned to the manufacturer.

Manufacturer narrative:
Based on the information provided. It is unknown how the device may have caused or contributed to the event. The post market clinical department has reviewed medical records and the clinical investigation reveals the following: based on review of the 3 pages of medical records and information obtained from verbal reports, the diagnosis of peritonitis is confirmed. The plant investigation is pending. A supplemental medwatch report will be submitted upon completion of the investigation.